Event description:
A patient was revised as ceramic liner dislodged and ceramic head rubbing on inner part of acetabular cup. The stem was left in situ with a new stryker c-taper head. The stryker acetabular cup and liner were removed and a depuy cup and liner were implanted.

Manufacturer narrative:
An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Additional information (including x-rays and operative note) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.